Manufacturer narrative:
Service found that the screw thread of the handle screw and the joint was deformed and needs to be replaced to address the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
The information was received from service and repair team regarding a patient for med spinal therapy. It was reported that the arm does not fixate. The product came in contact with the patient. There was no patient symptoms/ complication in the reported event.